Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Treating in-stent restenosis: there was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea and restenosis, as listed in the product instructions for use (IFU), are known potential adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states, the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25mm to 4.25mm. In this case, the implantation of the xience v stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure.

Event description:
It was reported that approximately 29 months after xience v stent implantation in an in-stent restenosis in the proximal mid-left anterior descending (lad) coronary artery, the patient experienced exertional dyspnea and occasional angina. The patient underwent cardiac catheterization which revealed a 75% stenosis in the 1st diagonal artery in close proximity to the index xience stent in the proximal mid-lad. Coronary angioplasty with a trek balloon was performed reducing the stenosis to 0%. The patient was discharged the following day. No additional information was provided.